Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing. The patient was working out at the time of the shocks. The clinic is going to bring the patient in for some treadmill testing. There were no additional adverse patient effects. The system remains implanted.